Manufacturer narrative:
Philips service reseated the host pc os disk and restored the system backup. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a system software failure caused an image fault during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.